Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The customer reported that "during femoral nailing the drill bit reference 1806-4260s lot kodaacb expiry date 30-jun-2027, broke in the patient. Removal of the broken tip and change of the drill bit .there were no consequences for the patient."

Manufacturer narrative:
Please note the correction to h6 component code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that "during femoral nailing the drill bit reference (B)(4) lot kodaacb expiry date 30-jun-2027, broke in the patient. Removal of the broken tip and change of the drill bit .there were no consequences for the patient."